Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: e1(event site name, event site telephone). A getinge field service engineer (fse) inspected the unit and calibrated the screen without any issues. The unit passed all functional test.

Event description:
N/a.

Manufacturer narrative:
Additional information: due to characterization limit e1 initial reporter name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during weekly test, cardiosave intra-aortic balloon pump (iabp) displayed screen calibration failed message. There was no patient involvement.